Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to repair an aneurysm a pinhole leak occurred. The patient was admitted to ER due to a leaking aneurysm in the abdominal aorta. Access was obtained through the right groin. The physician advanced the equalizer balloon to the aneurysm without any difficulty. Then the physician attempted to inflate the balloon, but the balloon would not old pressure. The physician kept attempting to inflate the balloon without success. The patient was taken to surgery for an (open procedure); however, the aneurysm (blew) and the patient expired. Documented cause of death is uncontrolled bleeding.